Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that the right atrial and left ventricular leads had moved. An x-ray was performed which confirmed the dislodgement. The left ventricular lead displayed loss of capture. The leads were explanted and replaced. The patient was stable before, during and after the procedure.